Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not available for evaluation.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.